Manufacturer narrative:
The baxter technical support representative performed troubleshooting over the phone with the account, asking the account to repair brake linkage for resolution. The affinity 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity 4 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity 4 birthing bed. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed/device at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
On 17-feb-2026, a company representative - service personnel contacted technical service to report that affinity 4 bed frame (product code p3700c000031, serial number (B)(6)), had brakes not holding. There was no patient/user injury, medical intervention, symptom, or adverse event reported.